Manufacturer narrative:
Information was received that at the time of the reported event the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Event description:
It was reported that the ventilator while in use, was not triggering a breath for the patient. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer was instructed to perform the performance verification test (pvt) and see if the unit had any issues. The customer requested for onsite service since they have a contract. The field service engineer (fse) was unable to confirm the error. The fse spoke with the biomed and respiratory staff who did not see a need for any precautionary repairs. Unit passed all testing and verification and is approved for use.